Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included reseating the cable from the pt connector board to the cpu board and replacing the unit's main switch. Unit was calibrated and safety tested to factory's specs.